Event description:
A patient presented with an unplanned posterior open bite during treatment. A 14-day rest was recommended. The patient's bite is now within normal limits.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.